Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the spinal fusion procedure the surgeon was using the spine screw removal set to remove a broken unknown screw. The surgeon was using the ratchet t-handle with extender and had difficulty connecting the two instruments. Once connected, the surgeon was able to successfully remove the broken unknown screw, but the two instruments would not come apart after and the hospital employee was not able to disconnect the instruments upon inspection. Action taken the surgeon attempted to remove unknown screws without the extender connected to ratchet t-handle then kept trying to connect extender to ratchet t-handle until they connected. The procedure was successfully completed with a surgical delay of three-five (3-5) minutes. Patient outcome was unknown.